Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely error codes b30 and e216 occurred due to fluid invading the scope connector during device handling by the user. That caused abnormality of electronical component, temporarily displayed error message at the user facility. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis exera iii bronchovideoscope gave errors b30 and e216 (scope communication errors). No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During testing, the returned device did not issue any error codes. However, the investigation determined that these errors likely did occur as a sporadic failure. Visual examination of the device showed damage to the distal end; the biopsy channel was deformed; switch button 4 was worn; the suction cylinder was scratched; and the connector showed corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.